Event description:
It was reported that the patient was hospitalized for fatigue, shortness of breath, heart failure symptoms and low flows on the ventricular assist device (vad) over the past week. The patient stated that the typical flows had been around 4l/min but for the last week they had been 2l/min. Laboratory testing was performed. An x-ray demonstrated mild vascular and interstitial prominence suggestive of edema. The vad parameters were reported to be abnormal which was consistent with diminished pump output, efficiency and performance, and a transthoracic echocardiogram (tte) found the inflow cannula with thrombus attached. The patient was treated with intravenous anti-coagulations for a confirmed pump thrombosis and "major hemolysis". The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that while hospitalized, the patient experienced bacteremia, fatigue and the vad exhibited low flow alarms which resulted in prolonged hospitalization. The patient did not have fever, leukocytosis, or pyuria. A chest x-ray was performed and was clear. A computerized tomography (CT) scan of the abdomen was done and without focal signs of infection. The patient's blood labs were positive for enterococcus faecalis. The patient was treated with intravenous (IV) antibiotics. Of note, a CT scan of the chest with intravenous contrast revealed no specific evidence for vad thrombosis and another tte was performed, where a thrombus attached to the inflow cannula was visualized by using contrast definity. It was also reported that the vad exhibited below normal power consumption.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and corrections. B5 describe event or problem was updated and corrected as some information was inadvertently omitted. H3 device evaluated was corrected. H6 codes were updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Review of the log files revealed a slight decrease in power consumption and estimated flows beginning on 14/sep/2022, followed by consistent power consumption below the normal operation range leading up to 04/oct/2022; 18 low flow alarms have been logged since 1/oct/2022. Review of the available autologs report revealed consistent power consumption below the normal operating range between 10/oct/2022 and 24/oct/2022 and 450 low flow alarms have been logged since 22/oct/2022. As a result, the reported low flow and low power event was confirmed. Information received from the site indicated that the patient was hospitalized for fatigue, shortness of breath, heart failure symptoms and low flows on the ventricular assist device (vad). Laboratory testing was performed. An x-ray demonstrated mild vascular and interstitial prominence suggestive of edema. The vad parameters were reported to be abnormal which was consistent with diminished pump output, efficiency and performance, and a transthoracic echocardiogram (tte) found the inflow cannula with thrombus attached. The patient was treated with intravenous anti-coagulations for a confirmed pump thrombosis and "major hemolysis". The patient was also treated with oral vasodilator. Of note, I nformation received indicated that the patient experienced ongoing low flow alarms particularly when supine in bed at night. The patient was asymptomatic and denies any dyspnea, dizziness, and urine discoloration. Patient was administered apixaban orally. Additional information received indicates that while hospitalized, the patient experienced bacteremia, and fatigue which resulted in prolonged hospitalization. The patient did not have fever, leukocytosis, or pyuria. A chest x-ray was performed and was clear. A computerized tomography (CT) scan of the abdomen was done and without focal signs of infection. The patient's blood labs were positive for enterococcus faecalis. The patient was treated with intravenous (IV) antibiotics. Of note, a CT scan of the chest with intravenous contrast revealed no specific evidence for vad thrombosis and another tte was performed, where a thrombus attached to the inflow cannula was visualized by using contrast definity. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow and low power event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, thrombus, worsening heart failure, hemolysis, and infection are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of thrombus, hemolysis, and infection events. Possible factors that may have led to the event include but are not limited to the reported patient noncompli ance in taking medications or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with oral vasodilator.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B5.desc evt problem has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced ongoing low flow alarms particularly when supine in bed at night. The patient was asymptomatic and denies any dyspnea, dizziness, and urine discoloration. Patient was administered apixaban orally.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. B5 describe event or problem was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.